Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): inspection method is described in the operation manual gif/cf/pcf-290 series chapter 3 preparation and inspection. Prevention method is described in the reprocessing manual gif/cf/pcf-290 series chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During the evaluation it was found that there was a foreign object inside the nozzle. Additional findings were as follows: due to a pinhole on connecting tube, water tightness is lost, due e to wear of angle wire, bending angle in up direction does not meet the standard value, the connecting tube, the plastic distal end cover, the protector of universal cord on control section side, the protector of universal cord on scope-connector side, the scope connector cover unit, the lock engagement lever, the free/engage knob, the up/down knob, the switch box, the scope cover, the scope connector, the universal cord, the grip, the control unit, the right/left knob, all have a scratch, the connecting tube has a dent, the adhesive around light guide lens is peeled, the adhesive around objective lens is peeled, the connecting tube has coating peeling, the control unit has discoloration, the adhesive on bending section cover has a chip, due to wear of angle wire, the play of up/down knob is out of the standard value, and the connecting tube has a wrinkle. Due to the nature of the reportable event (foreign material found in the nozzle), follow up regarding the cleaning sterilization and disinfection (cds) processes performed at the user facility was requested. Customer provided the following information: the device was cleaned, sanitized, and disinfected prior to being sent to for repair. The facility was not aware of what the foreign material was. The time lag between the end of clinical use and the start of pre-washing noted no delay, properly implemented. Pre-cleaning: flushed the air/water nozzle with water and air. The facility noted that there were no abnormalities on the accessories used for reprocessing. Flushed air/water nozzle with detergent solution. Brushed points for air/water channel performed with clean lint ¿free cloths, brushes, sponges. Facility did not note any comments or concerns regarding reprocessing. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had a water leak. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign object inside the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.